Event description:
It was reported that the tubing of a clearlink system continu-flo solution set became fully detached from the drip chamber which resulted in a fluid leak. The leak and separation were discovered during priming of the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4 model and UDI #. Additional information: d4: expiration date: (update to n/a), d9, g4, h3, h4, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed which identified a separation between the tubing and drip chamber; solvent was applied to the tubing. Dimension testing was performed on the tubing and found to meet specifications. The reported condition was verified. The cause of the condition is most likely related to excess solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.